Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no allegation of harm or injury reported. The device was not reported to be in patient use. The device powered on and operated, as it should however, during the evaluation of the device at the manufacturer's service center a critical error code was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is warranted at this time. Additionally, due to the cycle count the detachable battery needs to be replaced. No repair was performed. The unit is not needed for inventory, and it will be scrapped.